Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm) labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a complete reset of the pump, after which the cgm error did not occur again. The caller successfully initiated a new sensor session.